Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was found cut 54.5 proximal to the lead tip (into 2 segments). The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. The shock coils were found deformed and the fixation helix bent, these deformations probably occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to impedance out of range and continuously increasing threshold. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.